Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose level was 93 mg/dl. At the time of the reported event, the customer declined to perform troubleshooting.